Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Multiple good faith efforts to obtain additional complaint information and to request the device to be returned for evaluation were made to the customer representative on the following dates: 03/01, 03/06 and 03/13. The customer representative was unable to provide additional information and/or return the device for evaluation. As the device retrieval requests were unsuccessful, a final report is being submitted. If new information becomes available a supplemental report will be completed.